Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3: reference MFR reports: 1627487-2015-03489 & 1627487-2015-03490. The patient has 2 model 3169 supra-orbital (off-label) leads from the same lot and 2 model 3166 supra-orbital (off-label) leads from different lots. It was reported one of the pns leads had begun eroding through the patient's skin(skin was not broken). As a result, the patient's left supra-orbital lead was repositioned on (B)(6) 2015. As of 10/06/2015 the patient was "healing well".

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report#1627487-2015-03489. Reference MFR report#1627487-2015-03490. Follow-up identified surgical intervention was undertaken during which time the lead was explanted and replaced with a new model which resolved the issue.